Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that detector was dropped, and heavy mechanical shock was recorded on the detector. The device was in clinical use and there was no harm to patient or user. The remote service engineer (rse) analyzed and concluded the detector had been dropped, resulting in the presence of artifacts in the detector. There were heavy mechanical shocks registered in the detector shock log. The rse contacted the customer and confirmed that no artifacts were detected at that moment, recommended customer to perform full detector calibration in case any artifacts appear in the future. System returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector was dropped, and heavy shocks was recorded on the detector. The device was in clinical use and there was no harm to patient or user.